Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that when the patient charges her ins she always turns her stimulation off, however she noticed recently in the middle of charging that the stimulation had turned back on. The patient thought maybe she pressed the stimulation on button by accident. The patient later went to charge her ins and noticed it was off when it should have been on. The patient stated she turned it on and off and then it ended up turning itself on again. The patient is seeing on/off icon on the recharger. The patient does not feel stimulation because she is programmed with high dose settings. It was suggested the patient keep a journal of the on/off incidents. It was also reviewed with the patient stimulation could be turning off if the ins battery discharges and the patient stated this was not the case. The patient confirmed she doesn't have scheduled therapy that she knows of and has not had any recent reprogramming appointments. It was also reviewed it's possible the patient may have bumped the on/off buttons on the side of the recharger however if this continues she should follow up with the managing healthcare provider (hcp). The patient indicated she was worried if it was a problem with the lead and it was reviewed that is unlikely. No further complications were reported. No additional patient symptoms were reported.